Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needles 4mm x 32g was unable to deliver insulin. The following information was provided by the initial reporter: spouse reported, when priming the pen needle nothing came out. Said his wife took a second pen needle and just a little came out when priming. Stated, when his wife took the injection with the second pen needle the flow stopped before her shot was complete so she had to use a third pen needle to complete the shot.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary customer returned 6 unopened 32g 4mm pro loose pen needles from the lot# 2228982. It was reported by the consumer that pen needles clog during priming and injection. All the returned pen needles were visually examined and observed no issues. Clog test was performed on all the pen needles and observed proper flow through cannula without any clog issues. All the pen needles were attached and detached using pen injector and no difficulties were observed in operating pen needles. Therefore, the reported issue could not be confirmed based on the samples returned for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needles 4mm x 32g was unable to deliver insulin. The following information was provided by the initial reporter: spouse reported, when priming the pen needle nothing came out. He said his wife took a second pen needle and just a little came out when priming. He stated, when his wife took the injection with the second pen needle the flow stopped before her shot was complete so she had to use a third pen needle to complete the shot.